Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR. A visual and microscopic examination identified proximal stent and tip damage. The first three to four rows on the proximal end of the stent were pushed into the body of the stent causing the stent to move distally by 8mm. The tip of the device was damaged (jagged edges). The balloon of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noted along the shaft of the device. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, crossing difficulty occurred. The approximately 15mm in length target lesion was located in the mid to distal right coronary artery. A 2.5mm x 20mm nc quantum apex balloon catheter was used for plain old balloon angioplasty. Then a 2.50mm x 20mm promus element stent was advanced however the device was not able to cross the target lesion. The procedure was completed using a 2.5mm x 20mm non bsc stent. No patient complications were reported and the patient's status was stable. Returned device analysis revealed stent damage and stent movement on balloon.